Event description:
It was reported that the customer experienced on-going intermittent low blood glucose (bg) levels as low as 48 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and suspended insulin to address bg. No additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.